Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( adjust belt or check belt messages/check therapy pad messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode or ECG recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt/check belt messages.